Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, an accessory attached to the device had heated up to the point that the physician could no longer hold on to it. The issue resulted in a user burn to the hand.